Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing step and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed infection with pain in 1 armpit and a small pustule. Antibiotics were prescribed.